Event description:
It was reported that sixty days after intubation, the loop of the holder mounting part on neck flange tore. Re canalization was required. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).